Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. Unit received with battery tube threads - cracked, cracked case (battery tube), cracked belt clip rails, cracked case on battery side, scratched case, cracked keypad overlay at select button and cracked retainer. In summary, customer allegations for cosmetic damages were confirmed during visual inspection when cracked case (battery tube) and cracked battery tube threads were noted. Unit was also received with a cracked clear reservoir retainer ring. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage to pump and damage to the battery side from top to bottom. The customer reported no adverse event. The event involved product(s) mmt-1782k. Troubleshooting was performed and the customer was advised that the pump would be replaced. No harm requiring medical intervention was reported. The customer discontinued to use of the device, mmt-1782k was requested and customer response was the device returned.